Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs-paddle lead, upn: m365sc8336500, model: sc-8336-50, serial: (B)(4), batch: 7060545.

Event description:
It was reported that the patient was suspected of an infection at the ipg site with symptoms of redness and swelling. The patient was also having pain at the ipg site. The physician believed that the infection was caused by rubbing on the belt line. The patient was given antibiotics and underwent an explant procedure wherein only the ipg was explanted. The patient was doing well postoperatively and explanted ipg was not returned.